Manufacturer narrative:
Product ID: 3487a-33, lot# v016470, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260 , serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-33, lot# j0322009v, implanted: (B)(6) 2003, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient was seen at an appointment to troubleshoot a recharging issue (difficultly charging) with the patient's implantable neurostimulator (ins). When interrogating the ins with the clinician programmer unit, a message was seen indicating that the ins battery was depleted. It was also noted that a message to replace the batteries in the clinician programmer was seen. Further troubleshooting was unable to be performed as the patient did not have their programmer or recharger with them at the appointment. The patient stated that the stimulation was on two days ago. An appointment was to be scheduled to meet with the patient again for the issue. No patient symptoms were reported that were associated with the issue. Follow up information received on (B)(4) 2015 reported that the manufacturer's representative met with the patient and there were no issues with the ins battery. However, the ins battery was replaced on (B)(6) 2015 by the physician to non-rechargeable model because the patient did not want to have to charge the battery. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.